Event description:
It was reported the display won't stay on. No information was received indicating patient involvement.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found the device would not power up. The cause was the main pcb (printed circuit board). Two side bail covers and the battery drawer were contaminated, the upper and lower cases were broken, the battery contacts were compressed, and the ring was bent.